Event description:
Based on additional information received on 22-nov- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 21-nov-2017 from a healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and later after unknown latency had redness, difficulty walking, swelling and extreme pain. Also device malfunction was identified in the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) in right knee. On an unknown date in (B)(6) 2017, after unknown latency, the patient had redness, swelling extreme pain and difficulty walking on the right knee only. It was recommended that the patient should "take it easy", elevate and ice knees. It was reported that the patient was told if they were not better a gram stain might be needed to rule out an infection and a prednisone shot would be considered. Since an unknown date, device malfunction was identified in the reported lot number. Corrective treatment: elevate and ice their knees for swelling; not reported for rest other events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criteria: important medical event for device malfunction additional information was received on 22-nov-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection in left knee from the recalled lot and later experienced localized erythema, difficulty walking, right knee pain and swelling. . Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.